Event description:
It was reported that the patient presented one day post implant procedure. Prior to the patient being discharged post operation, the right ventricular lead was found to exhibit high pacing impedance. The lead was explanted. The patient was in stable condition.

Manufacturer narrative:
The event of high pacing impedance was not confirmed. The complete lead was returned for analysis. Electrical, mechanical, visual inspection and x-ray analysis was normal with no anomalies found.